Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy - chest anastomosis surgical procedure, the harmonic ace instrument was found to have a broken tip. The customer used a spare instrument to continue with the procedure. A fragment from the instrument reportedly fell inside the patient and was retrieved during the same procedure. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the instrument functionality was inspected before use with nothing found out of the ordinary. The event occurred while the surgeon was dissecting and after activating the harmonic ace instrument to once. The surgeon did not notice functionality issues during the surgical procedure. The instrument did not collide with any other instruments or hard material. The instrument was not removed before brakeage. The wrist was straightened. The staff did not feel resistance during removal of the instrument through the cannula. There was no damage noted to the cannula. All fragments were confirmed to be retrieved visually in the same procedure. No additional surgical procedures were done to remove the fragment. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument and performed failure analysis evaluation. The instrument was found to have a blade broken. The blade broke at roughly the base. A piece approximately 0.694" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.